Event description:
This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. Mss reviewed pa test results for this complaint. Lifescan received the meter and test strips involved with this complaint. Device evaluation was completed 10/21/2014. The meter involved with this complaint passed testing. The complaint was not reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. In addition results were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test and the desiccant within the subject vial was found not to be saturated by moisture (or intact) and passed tga testing. On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ping meter is giving inaccurate high reading of ¿186 mg/dl¿ compared to feeling/normal reading. This complaint was classified based on the customer care advocate (cca) documentation. Fifteen minutes prior to the onset of the alleged elevated lfs meter reading, the patient reportedly had symptoms described as ¿sweating, clammy, dizzy, and nausea.¿ the patient claimed the subject meter is giving inaccurate high reading of ¿186 mg/dl¿ compared to normal feeling/reading on (B)(6) 2014, at 11 pm. Based on the reported lfs reading, the patient managed his diabetes with insulin. It would have been helpful to obtain more information about the reported incident; however, the patient was not available for follow-up questions. During troubleshooting, the patient confirmed the unit of measurement was set correctly at the time of testing. This complaint was being ruled out due to the following conclusions: the patient¿s symptoms preceded the alleged inaccurate high reading. Per lifescan¿s criteria, meter results to feelings or the usual readings comparison is an anecdotal comparison. The patient was able to administer self treatment based on the elevated reading. The lfs products were replaced and requested back for investigation.